Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿five (5) fluoroscopic still images were provided in which the reported tcds device and a previously implanted mitraclip on the mitral valve (unrelated to reported event) can be visualized. Three of the images present similarly and show the distal end of the reported tcds. In all three images, the clip appears to be in a fully closed position (~10° - 20°) per the instructions for use and is attached to the l-lock shaft; the l-lock shaft tines can be visualized within the clip connector indicating mechanical attachment (reference figure 1). There is a notable space in between the l-lock tabs which indicates the coupler was successfully unthreaded from the clip and retracted from in between the l-lock tabs, indicating the internal actuator assembly was functioning properly. There is evident misalignment between the l-lock shaft and clip. There are asymmetric gaps in between the clip arm tips and l-lock shaft. The misalignment causes the clip to "tilt" about the l-lock shaft tines, preventing one or both tines from fully disengaging from the clip connector and likely contributed to the reported delayed / difficult deployment. Moreover, it was reported that "only after several attempts by releasing tension on the system, the clip was deployed" which is further evidence that misalignment between the clip and l-lock shaft was the cause of the difficult / delayed deployment, as confirmed in the images provided. The implanter performed the correct troubleshooting maneuvers of adjusting the system to release tension which corrected the misalignment, and the clip was successfully deployed as confirmed in the last two images. There are no other observations based on the images provided.¿

Event description:
It was reported that a patient presented with grade 4+ mixed tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. Triclip xtw was positioned on the a/s (anterior and septal) leaflets in mid position. Grasping was very easy and performed in less than fifteen minutes. After grasping with triclip xtw a reduction of tr was observed and leaflet insertion assessment was performed and considered successful. Therefore, it was decided to deploy the triclip xtw. All the deployment steps were performed per instructions for use (IFU), but after fully retracting the gripper levers, the clip remained attached to the atraumatic tip. All troubleshooting maneuvers were attempted, but the triclip xtw remained in the same position. It was decided to manually remove the grippers by accessing the gripper lines. With the gripper lines fully removed, the triclip xtw remained attached to atraumatic tip. Only after several attempts of releasing tension on the system, the clip was able to be deployed. The triclip xtw was stable on the leaflets, therefore it was decided to leave only 1 triclip on the valve. Final tr was reduced to grade 1+. There were no adverse patient effects.

Manufacturer narrative:
The delivery system without the clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.